Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 3.50 x 38 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the device was re-advanced in conjunction with a guidezilla guide extension catheter; however, the device got caught at the port area and the edge of the stent struts were lifted. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.